Event description:
It was reported that pump experienced malfunction and pump screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.